Event description:
It was reported that this pacemaker was found to be in safety mode. The device was subsequently explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.